Event description:
It was reported the patient had bacteremia on (B)(6) 2024. Related MFR documenting death due to bacteremia: 2916596-2024-05758.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
This event is supplemental and investigation findings will be submitted under MFR # 2916596-2024-05758.

Event description:
It was reported the patient was admitted for urothelial cell carcinoma complicated by extended-spectrum beta-lactamase (esbl) bacteremia on (B)(6) 2024. The patient was treated with antibiotics but later passed away.